Manufacturer narrative:
Block d4: we are unable to provide the unique identifier (UDI) # for this product. All available product data has been included in this report. Block h6: device code a0401 is being used to capture the reportable event of cinch wire break.

Event description:
It was reported to boston scientific that an overstitch suture cinch was intended to be used to treat obesity during an endoscopic sleeve gastroplasty (esg) procedure performed on (B)(6) 2026. During the procedure, the cinch wire broke. The procedure was completed with another device of the same model. There were no patient complications reported as a result of this event.